Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were four samples submitted with this complaint. The returned samples were leak tested with no defects for leaking observed. All samples returned were attached to non-monoject syringes. The reported condition could not be confirmed. The root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. There were two potential root causes identified during the investigation pertaining to the user (attachment method) and syringe barrel (sourced by customer) luer defect (out of spec., sinks, damaged) but there is insufficient information to determine whether these factors were the true root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leakage. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective actions will not be issued at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nurse noted a leak (drops) from the area where the needle is attached to the luer connection of the syringe. He then tested several other syringes and a number of them leaked when the needle was attached using the standard amount of tightening. There was no harm to the patient or staff.